Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: five samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All five samples expelled the solution with normal flow. Furthermore, a device history record review was completed for provided lot number 2188472. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified amount of bd safetyglide¿ needles were blocked during the injections. The following information was provided by the initial reporter: "the staff and one of the pas are saying that the box of 25gx1in needles that they have been using are not working properly. It is very difficult to dispel the medication/vaccine using these needles. They said that they really have to push on the plunger and are met with a lot of resistance."